Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles in their reservoir. It was reported that the customer was advised on preventative measures for the air bubbles. It was reported that the customer was advised to monitor the device and call back when issues arise.